Event description:
On march 2, 1998, at approximately 0710, a certified nursing assistant entered the room and found the resident laying in his bed on his right side. His head and neck were through the side rail and his left shoulder was resting against the side rail.